Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with inappropriate shocks from the implantable cardioverter defibrillator (ICD). The transmissions showed the device declared the associated episodes of supraventricular tachycardia (svt) as ventricular tachycardia (vt) which resulted in some of those shocks being inappropriate. Intervention was performed on the device. The patient felt discomfort due to shocks and was scheduled for continued monitoring. The patient was in stable condition.